Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly shutdown twice and while charging the pump was hot to touch. Tandem technical support reviewed the pump data and history. Pump history and pump data showed there were no alerts or alarms related to the reported issues. Blood glucose was 100-120 mg/dl.